Event description:
The customer was not coherent and was not responding to the questions at the time of call. The customer could not provide any information about bgs. The fire department and paramedics were called. The paramedics disconnected the customer from the pump after verifying that the customer had very low bgs. The customer was treated with glucagon and also was given food to raise their bgs. The customer must have over bolused and has been under a lot of stress lately causing their low bgs. Troubleshoot was performed. The pump passed the functional testing. The programming on the pump was correct.